Manufacturer narrative:
The user reported a hospitalization due to pancreatitis. The event was not related to the sensor insertion/removal, and it was also not related to diabetes. The user did not receive any specific treatment,she was just hospitalized according to the user. The user wasn't prescribed with any medication for pancreatitis. Event was not related to the use of eversense continuous glucose monitoring system.

Event description:
Senseonics was made aware of an incident where user reported a hospitalization due to pancreatitis.the event was not related to the sensor insertion/removal, and it was also not related to diabetes.the user did not receive any specific treatment,she was just hospitalized according to the user. The user wasn't prescribed with any medication for pancreatitis.